Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The no delivery alarm functioning properly. All buttons functioning properly. No damage in the keypad assembly noted. No button error alarm during testing. No unlocked lcd keypad connector during visual inspection. Insulin pump received with no cosmetic damage noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via phone call that the customer's insulin pump had an absence of a no delivery alarm. Customer's blood glucose level at the time 500 mg/dl. The customer stated that their body felt like it was paralyzed, and they were vomiting. Troubleshooting occurred. Insulin pump failed high pressure test. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.